Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a right knee revision due to loosening, swelling, and pain. The surgeon reported the tibial component was removed easily by hand, and that it had completely de-bonded from its underlining cement mantle. The surgeon did not comment on the patellar nor femoral components and neither were revised. The patient was implanted with attune tibial component system and smartset bone cement x 1. There were no complications reported with the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2019; (rt knee).